Event description:
During a coronary drug eluting stenting treatment procedure, withdrawl difficulties occurred. The physician was attempting to place a taxus express2 3.0x16mm drug eluting stent in a lesion in an unk vessel but it was not possible. The physician removed the stent delivery system from the pt. Once it was removed from the pt, the physician could not remove the balloon from the guidewire. The inner lumen on the balloon was stuck to the guidewire. No pt complications were reported. Pt condition is satisfactory. It was reported that the procedure was not completed due to this event.